Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The mesh was reported to have broken at an unknown time. The patient has experienced pain and discomfort ongoing since implantation. An attempt has been made at removing as much of the tape as possible. The patient has received nerve pain blocks.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07047. The same patient is represented in each medwatch.